Manufacturer narrative:
Reporter information: the customer site was (B)(6). Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow faults; however, a specific cause as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 7:09:50 to (B)(6) 2021 at 14:18:34. On (B)(6) 2021 there were numerous captured events where the calculated flow was below the low flow threshold of 2.0 lpm, resulting in 39 low flow faults; however, the faults did not last enough time to trigger a low flow alarm. The low flow events were associated with elevated pulsatility index (pi), ranging from 10.8-12.1. There were no other abnormal events captured ¿ the only other events were associated with pi events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. There was an incidental finding of controller clock corrupt alarms. The submitted controller periodic log file contained data from 18jan2001 at 16:20:10 to (B)(6) 2021 at 12:27:11 per timestamp. The beginning of the log file captured controller clock corrupt alarms and clock invalid faults due to the clock being reset to the default data of 01jan2001. There were no pump stops captured within the log file; however, the controller clock corrupt alarms indicate that the controller shut off and the pump stopped. A specific duration of time for which the pump was stopped could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2020. Heartmate 3 lvas IFU is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that from log file review the patient's device had low flow events on (B)(6) that were not sustained for long enough (at least 10 seconds) to activate the audible alarm. The cause was unknown and the low flows resolved but it's unknown how. The patient was asymptomatic.